Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were removed and were disposed by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 5150994/5149356.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were removed and were disposed by the medical facility. Additional information was received that the reason for the explant was for magnetic resonance imaging (MRI) purposes.